Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. During preparation for the procedure, the stylet pulled the veriflex (mr) us 20mm 4.50mm off of the balloon. The device was never used within the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: received was the actual detached stent in a plastic container. The delivery device was not returned for analysis. An examination of the stent found that both ends of the stent had their stent struts misaligned and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. During preparation for the procedure the stylet pulled the veriflex (mr) us 20mm 4.50mm off of the balloon. The device was never used within the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.